Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment was returned, severed 228 millimeters (mm) from the terminal end. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break 225 mm from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, pacing inhibition, and loss of capture. A revision procedure was performed, and a fracture was confirmed proximal to the suture sleeve. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.